Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the catheter shaft broken, leaving internal components exposed. Initially it was reported that at the time of placing it in the left atrium, an error 105 occurred. The thermocool® smart touch® sf bi-directional navigation catheter was replaced. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, the catheter shaft was observed broken, leaving internal components exposed. This event was originally considered non-reportable, however, bwi became aware of the catheter shaft broken, leaving internal components exposed on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were following bwi procedures. Visual analysis revealed that the catheter shaft was observed broken, leaving internal components exposed. The device was connected to the carto 3 system, and it was recognized; however, errors 105 and 106 were displayed on the screen due to five open circuits in the tip area. Error 106 could be related to the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the shaft damage could be related to the shipping and/or handling after procedure; however, this cannot be conclusively determined and is considered unrelated to the reported event. The magnetic issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿catheter shaft broken, leaving internal components exposed¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿error 106¿ issue. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿five open circuits in the tip area¿. Manufacturer¿s reference number: (B)(4).